Manufacturer narrative:
Corrected data: in review, it was noted that in the initial MDR report, the field "g4" was inadvertently populated while it should have been kept empty since a comment in review, it was noted that in the initial MDR report, the field "g4" was inadvertently populated while it should have been kept empty since a comment addressing the "g4" had already been added in the section h10 of the initial MDR. Also, the code "2969" was inadvertently entered in the section "h6 - medical device problem code" of the initial MDR report instead of "1120" which is incorrect. Additionally, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, all the noted issues have been corrected in this supplemental MDR report and the following fields were updated accordingly: section h6: medical device problem code: 1120, section a5: ethnicity: not hispanic/latino, section a5: race: asian. Additional information: section d9: device available for evaluation? Yes, section d9: returned to manufacturer: yes, section d9: date returned to manufacturer: nov 10, 2021, section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed a dark fiber received in a sealed non-johnson & johnson (j&j) pouch. A cd was also received which was forwarded to the j&j manufacturing site for evaluation. The foreign material was then forwarded to an independent laboratories for further analysis. Per independent laboratories, ftir analysis indicates that the fiber is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The fourier transform infrared (ftir) spectrum raw data output file generated by independent laboratories was then compared against the j&j manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was with a 0.798152 correlation. Based on the ftir result the foreign material is not part of the device components. However, the origin of the alleged foreign material cannot be determined to be part of manufacturing process and is therefore inconclusive. Potential and indirect exposure to cellulose is possible, however throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing a microscope magnification steps that would have identified and discarded a lens with a similar particulate or substance as required by our approved procedures. The manufacturing process is performed inside a regulated clean room class 6 manufacturing room that requires full gowning before entering the room. Video provided by the customer was evaluation. The lens insertion process was observed; however, the video does not show the preparation process of the device before the lens delivery process. During the delivery of the lens a foreign material that was removed with a surgical tool can be observed. The lens remains implanted. The reported issues were verified; however, since there is no sample returned for further evaluation, the complaint reported cannot be confirmed by the manufacturing site as related or originated during the manufacturing process. Product quality deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that fibrous black substances were attached to an intraocular lens (iol) which were noticed after the lens was implanted. Reportedly, the foreign materials were visible under the microscope and could not be seen with the naked eye. The foreign materials were removed from the eye and the lens remains implanted to date. There was no patient injury reported. It was noted that the injector is not available for return. No further information was provided.